Event description:
The customer reported the 9800 system received low ma errors. The service rep could not reproduce the problem, but was unable to conduct a filament calibration on the x-ray tube. No patient injury was reported.

Manufacturer narrative:
The service rep could not reproduce the problem.